Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode, model: 3189, UDI: (B)(4), serial: (B)(6), batch t00006154. A patient had their system explanted due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. Reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken wherein the entire system was explanted. Note : it is unknown which lead is related to this issue.